Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach the cartridge to the ilet device despite trying multiple connectors and attempting with and without a protective case; the device knob turned without a cartridge but would not turn once a cartridge was inserted, and a replacement was arranged. Symptoms included no adverse clinical effects and blood glucose reportedly not affected. Outcomes included no impact to health and no medical intervention. Investigation included customer service troubleshooting and device replacement logistics. Investigation of this case revealed a device connection or mechanical interface issue involving the cartridge/connector assembly that prevented proper engagement. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical connection failure of the cartridge interface.